Manufacturer narrative:
(B)(64. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported as the patient used expired fluid or possible contamination; however, this could not be confirmed, therefore, the cause of the event was assessed as unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with injection tazact (4.5 g twice a day; route and duration not reported) and intravenous vancomycin (1 g once stat) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient is recovering. No additional information is available.